Event description:
Patient in for laparoscopic cholecystectomy. After insertion of the 10mm trocar and sleeve, the plastic leaflet tip of trocar with observed to have broken off. Surgeon attempted to remove piece, but was unable to because it continued to further advance into the fatty subcutaneous tissue. Surgeon stated he would inform patient of incident at follow-up office visit. No obvious injury at this time.